Event description:
Customer reported a sample misidentification when using the coulter lh 750 hematology analyzer. The correct sample ID number was (B)(6). The sample ID number was incorrectly read as (B)(6). A "no match" error message was generated. The sample ID was reread correctly. Erroneous test results were not released outside the laboratory. The customer has a laboratory protocol that each sample ID is manually verified before results are released. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The checksum feature of the analyzer was disabled. On (B)(4) 2008, the field service engineer (fse) verified the barcode reader alignment and performed a barcode read test. The customer is aware of the recommendation of beckman coulter, inc to use barcode checksum digits to provide automatic checks for read accuracy. Root cause was failure to use checksum digit and the checksum feature in the analyzer. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.